Event description:
In 2009, the pt reported a large air bubble was present in his insulin cartridge after 3 days of use. He stated the bubble was not present in the insulin cartridge prior to insertion into the infusion device. He stated that he attempted to prime the air from the system several times over the 3 days period but he was unsuccessful. He stated that his insulin cartridges are pre-filled from a distributor and he does allow them to reach room temperature prior to use. He stated that the air bubble has caused both high and low blood glucose readings. Three days prior, after the insulin cartridge and infusion tubing were changed, his blood glucose elevated to 311 mg/dl and he decide to exercise. After exercising his blood glucose measured 190 mg/dl and he bolused 2 units of insulin. He later ate dinner and bolused 3.5 units of insulin. When he woke up on original date, at 5:20, his blood glucose measured 37 mg/dl and he ate a banana and peanut butter. His blood glucose elevated to 160 mg/dl and he bolused 1 unit of insulin. His normal blood glucose range is 80-120 mg/dl. The pt was assisted with performing a cartridge change. He stated that he does not adjust the piston rod prior to inserting the insulin cartridge. He was advised to do so. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.